Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316 serial/lot #: 15047653 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient wanted the stimulation on his foot not on the leg. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.